Event description:
Tube feeding leaked into the roller compartment of the feeding pump related to a pin hole in the tubing (tubing not saved); tube feeding pooled in the bottom of the compartment and then seeped inside the pump and then into the battery mechanism inside the pump. The question that arises is should this pump be sealed to prevent this fluid from seeping into the pump from that area of the equipment?what was the original intended procedure?tube feedingdevice #1is this a laboratory device or laboratory test?no